Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead . (B)(4). Information indicates that one lead has a problem. It is unknown which of the implanted leads is the concern. See MFR report # 6000153-2015-00357 for the report on the other potential lead.

Event description:
The patient reported her dog yanked on her arm last (B)(6) and one of the leads pulled. The patient last recharged a few days after halloween; about a week and a half ago. The patient last felt stimulation (B)(6) and saw the healthcare professional (hcp) on (B)(6). The hcp could not pick up the device with the clinician programmer. The patient was to follow up with the hcp; appointment on (B)(6) to see the doctor. The patient outcome was not provided further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.. The indication for therapy was occipital neuralgia. .